Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-24224. The patient received 2 leads with the same lot number. It was reported the patient has been experiencing over-stimulation for approximately 4 to 5 months. Diagnostics indicated some low impedance values. X-rays revealed the left lead had migrated. Additionally, the patient experienced increased recharge burden. Subsequently, the patient underwent surgical intervention to replace the ipg and implant a new lead. Stimulation was restored postoperatively.